Event description:
Cateter separated in pt and retrieved. During the percutaneous coronary angioplasty of the right coronary artery, the microcatheter (mc) and guidewire (gw) fielder/st jude medical were advanced to the lesion. The gw was exchanged to another tgv support/goodman. Upon removal of the mc from the gw, it stuck to the gw and could not be removed. The physician pulled the mc slowly, but the mc separated at about 45 cm from the distal end. The catheter was inside the guiding catheter (gc) that had a stopcock and the physician was about to remove the catheter, leaving the gw in a place when it separated. A snare catheter, powered lacrosse 2.5mm x 15 mm goodman balloon was used to fix the separated piece on the gc and removed all the products as one unit. Another catheter was used to complete the procedure successfully. There was no adverse event, and the pt is in stable condition. There was heavy calcification and vessel tortuosity, and 80% stenosis. The mc was inspected upon removal from the packaging and no kink/compression was noted on the catheter body. The catheter was flushed with heparinized solution prior to use. The gw was inserted into the catheter without difficulty prior to use. Continuous flush was maintained within the catheter.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet completed. Please note additional info will be submitted within 30 days upon receipt.